Event description:
It was reported that a pt required a revision of a 3dknee to a ps knee due to instability.

Manufacturer narrative:
At this time the catalog and lot numbers for the femur and insert are not known. If this info is rec'd, a follow-up report will be submitted along with the investigation findings.